Event description:
Ous MDR - it was reported that oversensing with inappropriate shocks was observed approx. 37 months after the implantation. The threshold was noted to be increasing and the sensing decreasing. It happened in relation with the patient arm movements. The physician decided to turn off the device because the patients ef (ejection fraction) has improved.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. As reported in the complaint description, the iegm showed artifacts on the right ventricular channel leading to oversensing and shock delivery. Furthermore the pacing threshold trend curve demonstrated a sudden increase from initially 0.5 v to 1.1 v in april 2019. In the same time period the sensing amplitude decreased from around 17 mv to 5 mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.